Event description:
It was reported via repair work order that the head of the bed may have been stuck elevated as it was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the head of the bed may have been stuck elevated as it was bent. Supplemental submitted as the investigation concluded that the motion interrupt pan was missing.